Manufacturer narrative:
Brand name: micra, medical device: model #: mc1vr01_delsys / expiration date: 28-mar-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? Np. Dev rtn to MFR? No. Device mfg date: 14-oct-2020. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced an increase of pericardial effusion and perforation (pericardial fluid was noted before the procedure). No action was taken because there was not enough accumulation of pericardial fluid to perform a puncture. Subsequently, the pericardial effusion decreased, so the patient was placed under observation. There were no significant changes in patient vitals or ipg data. The ipg remains in use. No further patient complications have been reported as a result of this event.